Manufacturer narrative:
Pr number: (B)(4). The field service engineer (fse)'s visual review of the system showed the footswitch was bent. Philips conducted its investigation based on information received. Based on available information, the cause could be related to the use of anti-fatigue mats under the footswitches since the footswitch was designed to be used on a solid surface. Although the foot pedals were functioning, fse replaced two bent foot pedals with spare ones which were available on site. After replacing the footswitch, the reported problem with the system was solved. Philips is working on adding a metal plate under the footswitch to prevent bending.

Event description:
Philips received a complaint from a customer that the foot pedal got stuck to the floor.